Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during an unknown procedure while using a truespan meniscal repair system peek 12-degree, surgeon was trying to do a vertical fixation for meniscal repair. After inserting the truespan needle till the safety stop (18mm) and maintain forward pressure while firing the first implant, issue was met. Surgeon was not too happy seeing the first implant was hanging behind the meniscus instead of outside the knee capsule. He had to spend roughly 10 minutes to cut, find and remove the implant. He was successful on the 2nd truespan 12°, peek usage. The device was received and evaluated. The implants and suture were not received along with the gun. Upon visual inspection, there were not anomalies in the sleeve, needle, and pusher rod. When test its functionality, it was also observed that the trigger was working as intended. Therefore, this complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 3l05704, and no non-conformances related to the reported complaint condition were identified. No more information was provided about the procedure that would help determine the root cause for the failure. We cannot discern a root cause for user to have experienced this issue. Based on the meniscal repair technique guide, it is necessary to choose the portal which most easily allows the delivery needle to be inserted perpendicular to the tear site; as a recommendation when performing, an anterior meniscal repair, it is advised to use a 24° angled truespan device to maximize your ability to reach and position your anterior meniscal repair site. As per IFU-113244, it is important that the device is positioned correctly. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in malaysia that during a meniscal repair procedure on (B)(6) 2021, it was observed that athe first implant on the truespan meniscal repair system peek 12 degree device was hanging behind the meniscus instead of outside the knee capsule when it was fired. According to the reporter, the event occurred while the surgeon was trying to do a vertical fixation for meniscal repair. It was further reported that the event occurred after inserting the truespan needle till the safety stop (18mm) and maintain forward pressure while firing the first implant. The surgeon had to spend roughly 10 minutes to cut, find and remove the implant. The second implant was successfully deployed. There were no adverse patient consequences reported. No additional information was provided.